Manufacturer narrative:
The video cable was replaced and the system returned to normal function.

Event description:
It was reported that the image was lost during a case due to a faulty cable. There was no patient injury or other adverse health consequence.